Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed downstream and upstream occlusion alarms. A functional test was performed, and the reported issue was not duplicated. The probable cause of the reported issue was due to the air bubble on the downstream occlusion seal. As a result, the downstream occlusion sensor assembly was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump got stuck on the warning red screen with no battery door alarm. The event occurred during testing. There was no patient involvement, no patient injury was reported.